Event description:
It was reported that device was undersensing intermittently during a vf episode. No programming changes were made. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.